Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event: "3-4 minute delay". Product problem: "system message" (device displays error message). A nurse reported that a system message was rec'd. The system was rebooted and the surgery was completed.